Event description:
I had lasik surgery at (B)(6) hospital on (B)(6) 2024. After the surgery, I have problems with dry eyes, moire vision, star flares, double vision and mild headaches. Before this surgery, I was told that I would only have dry eyes for 2 months. I had no knowledge of other complications. I'm afraid the rest of my life will be miserable. I think these operations should be subject to strict conditions.